Event description:
A false negative urine hcg result with henry schein one step+ hcg urine cassette test vs. Blood test was e-mailed to alere by distributor. Technical service representative made several attempts to contact the customer and was not able to reach them for troubleshooting.

Manufacturer narrative:
Testing was previously performed on lot hcg1120028 for another complaint. The details of this investigation follow: control: 25miu/ml hcg urine control lot: hcg120809-01, 202iu/ml hcg urine control lot: hcg120522-01, 229.9iu/ml hcg urine control lot: hcg120903-01; 230.2iu/ml hcg urine control lot: hcg120917-01. Clinical positive urine form 6 pregnancy women. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=29) the 202iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3) the 229.9iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3) the 230-2iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3) correct positive results were observed when tested with 6 clinical urine samples at 3 minute read time. (N=1 for each sample) conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff, high levels, and positive clinical urine were tested with retain products. Results met qc specification. No false negative was observed. Manufacturing batch record review did not uncover any abnormalities. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. (B)(4). No corrective actions required at this time as no product deficiency was established.